Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Recipient is experiencing decreased performance, despite device testing within normal limits. The recipient reportedly will not pursue revision surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be managed by clinic protocols and will not pursue revision surgery at this time. The recipient continues to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.